Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: 2009. The field service specialist (fss) inspected the system and confirmed the reported issue, error 2012 was observed in the system log. Fss installed a loaner system for the customer's scheduled surgeries for the day. The surgery was completed successfully with the loaner system. The customer's system was evaluated further by the fss at abbott site. Fss replaced signature 2b rohs monitor assembly, monitor pivot, versalogic printed circuit board assembly (pcba), 2b rohs programmed module, power supply, rear panel controller (rpc) cable assembly ribbon and subsystem controller pcba. Fss also performed the preventative maintenance (pm) checklist and replaced several filters and o-rings on the unit as part of the pm. Upon completion of service and pm, the system was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2012 (instrument host timeout error) occurred with the whitestar signature, that the system locked up/froze during phaco procedure and it did not start up. The customer tried to restart but the system locked up again. The surgery was completed by using a loaner system. It was reported that the patient treatments were delayed about two and half (2.5) hours. There was no patient injury reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.